Event description:
It was reported that during a laparoscopic lobectomy procedure, the blade was broken off outside the patient. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.